Event description:
Customer reported: "unable to clear ua12". No adverse event reported.

Manufacturer narrative:
The battery discussed in this report was returned with a platform. The platform was returned with the complaint "unable to clear ua12". Report# 3003793491-2012-00460 was generated for the platform. The battery was tested, all measurements were within specifications and no issues were noted.